Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further confirmed that there are no allegations against the implantable pulse generator (ipg).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was unable to obtain telemetry between the remote monitor and the implantable pulse generator (ipg). The ipg and remote monitor remain in use. No patient complications have been reported as a result of this event.